Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the post magnet strips on the ttm appeared to show pacing above the upper rate on every other beat. The patient is asymptomatic. The device remains in use. No patient complications have been reported as a result of this event.